Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: up1a.231005.007.s908usqs6exf8 hardware: sm-s908u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, for diabetic ketoacidosis (dka) and was transported to the hospital via 911. The patient's blood glucose (bg) level rose over 735 mg/dl while wearing the pod more than 48 hours on infusion site (arm). The patient had a symptom of fever and cognitive changes. As treatment, patient received intravenous (IV) insulin, IV fluids, bloodwork, and treatment for a wound. It was reported the remains hospitalized due to a wound that developed on his foot requiring treatment. No further information was provided.